Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-41 - dead battery test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated that symptoms improved and everything is fine.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. Customer is concern that meter does turn on when the button is pressed or when strip is in meter. Customer feels weak and has not eaten breakfast. Customer has not been able to test her blood sugar. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling weak. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 88mg/dl fasting using the meter. The test strip lot manufacturer's expiration date is 07/19/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.